Event description:
It was reported that when using the bd pyxis¿ medbank tower item (percocet tab 5 325 mg narc) was missing from the patient profile. The customer remoted in and restarted the application. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where percocet medication item was missing from patient's profile. A technical support specialist (tss) remoted in and restarted the application. After retrying, the item appeared in the patient profile, and it was confirmed that the customer successfully sent an rxverify request. The system functioned as intended after the technical support specialist troubleshot the device.